Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per (B)(4) patient's caretaker and sister reports that patient's cassette was completely empty after 46 hours. Reviewed with caretaker the quantity of diluent and pump rate being used. At current pump rate of 45ml/24 hours the cassette would last approximately 53 hours. Unable to identify any cause of this occurring. Unknown if problem was caused by cassette issue. Unknown if interruption in therapy has occurred. Sending a replacement pump to ensure the patient is receiving the correct amount of medication, unable to provide serial number while on the call, but will call back with serial number. Cassette lot number and expiration date unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when event occurred is unknown. The product fault did occur while in use with the patient. The actual device is available for investigation. Device was replaced. Patient did have a backup device and was able to switch to. Patient was able to continue infusion. Infusion is life sustaining. No additional information is available at this time. There was no patient injury reported.